Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. This patient was not found in the (B)(4) database. Not available.

Event description:
Maude report : sus voluntary event report (mw 50694013): patient reported total left knee replacement with otismed triathlon device. Since that day, the patient has had pain walking and severe daily ankle pain. The patient then underwent a back kyphoplasty procedure. Patient experienced left shoulder pain. Patient reported need to replace the knee again. In 200[9], 1st day postop, patient was told that the replacement was too large. Surgeon visit in 2009 through date with doctor who did replacement. From 2009, patient left leg has hurt. It then involved the left ankle. I have a left hip pain and for the past year the left shoulder pain and thoracic back pain. Before the knee replacement the patient was working on feet, but then had to go to desk and then retire. Patient reported that they are unable to even walk. It was never advised by doctor or any other physician that there had been a recall.